Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks one day post implant in two separate episodes due to oversensing of noise. Boston scientific technical services (ts) reviewed the episodes and discussed the potential of air entrapment in the device pocket or around the electrode. Ts discussed troubleshooting options. Additional information was received that an x-ray was performed and found air around the electrode in the xyphoid area. Tachycardia therapy was programmed off in the s-ICD to allow time for the air to dissipate. The patient elected to leave the hospital with tachycardia therapy programmed off and plans to return on an unknown date to have therapy programmed back on. No additional adverse patient effects were reported. This product remains implanted and in service.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks one day post implant in two separate episodes due to oversensing of noise. Boston scientific technical services (ts) reviewed the episodes and discussed the potential of air entrapment in the device pocket or around the electrode. Ts discussed troubleshooting options. Additional information was received that an x-ray was performed and found air around the electrode in the xyphoid area. Tachycardia therapy was programmed off in the s-ICD to allow time for the air to dissipate. The patient elected to leave the hospital with tachycardia therapy programmed off and plans to return on an unknown date to have therapy programmed back on. No additional adverse patient effects were reported. This product remains implanted and in service.